Manufacturer narrative:
Clinical review: upon clinical review of the available, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious (s3, s4, or s5) adverse patient outcome. The patient¿s pain is most likely associated with an increase in the patient¿s fill volume. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support requesting to have their liberty select cycler replaced due to experiencing chest pain for the last two nights when the cycler was draining them. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon follow up, the pdrn stated that the patient experienced shoulder and bilaterally pain below the rib cage. The pdrn stated that it was not chest pain. Pdrn stated that the pain was attributed to a change of prescription from 2000ml to 2500ml. Pdrn stated that the patient¿s prescription was changed to the patient not meeting the kt/v criteria. The patient was not dialyzing as well as the doctor expected which led to the prescription change. The patient experienced pain as soon as the prescription change occurred. The patient was reverted to the old prescription of 2000ml and the pain resolved. Pdrn stated that the patient did not complete treatment that day, however continued with treatment the following day. The patient has received the cycler replacement and the old cycler has been returned.

Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.